Manufacturer narrative:
Device evaluation summery: device evaluation of monitor (B)(4) has been completed. Upon evaluation, it was found that the flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt rec'd a replacement monitor.

Event description:
During the investigation of an unrelated complaint, a reportable problem was detected with monitor (B)(4). The monitor was unable to power on. The pt was issued a replacement monitor.